Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 51 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl. Cause was not known. A correction bolus and manual injection were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.